Event description:
It was reported that the patient has been experiencing an increase in seizures since having her battery replaced. The patient had 20 seizures the night of surgery and was hospitalized and the patient's medication was increased during the stay. No additional relevant information has been received to date.